Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture joint laxity. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability. Legal claim received 2/4/2014. Update rec¿d 3/14/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records indicate that the patient was revised because of dislocation. Records are available for further review. Update ad 18 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical record. In addition to what were previously alleged, ppf alleges pulmonary embolism. Doi: (B)(6) 2013. Dor: (B)(6) 2013. (Left hip).